Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. The cause of this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 110 alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 160% of the maximum prescribed cycle fill volume. During troubleshooting, it was found that the dextrose volume had been changed, but the program was not changed. There was no patient injury or medical intervention reported in association with this event. No additional information is available.